Manufacturer narrative:
Additional narrative:: reporter is a synthes employee. Part number:323.26, synthes lot number: 5573046, supplier lot number: n/a. Release to warehouse date: august 20, 2007. Expiration date: n/a. Manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the device was returned and received at us customer quality (cq). Upon visual inspection, the compression spring was missing, the distal cuts/teeth of the 2.7mm drill sleeve were found to be deformed, and one of the teeth was slightly broken off. The broken piece was not returned. The complaint is confirmed. Device failure/defect identified? Yes dimensional inspection: the dimensional inspection was not performed due to post manufacturing damage and there was conclusive evidence that the returned device was missing a component. Document/specification review based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed -2.7 mm universal drill guide -2.7 mm drill sleeve investigation conclusion there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. For broken and bent condition, the potential cause could be due to unintended forces applied to the device. For the missing components, the potential cause could be the device was disassembled in sterile processing and the spring may have been misplaced. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set, it was observed that the universal drill guide was missing a piece. There was no patient involvement. This report involves one (1) 2.7mm universal drill guide. This is report 1 of 1 for (B)(4). (B)(4) became a reportable malfunction on (B)(6) 2020.